Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020. The customer's blood glucose was 550 mg/dl and then it went down to 150 mg/dl. The customer was treated with insulin drip and insulin pump. Customer also experienced vomiting and diabetic ketoacidosis. The customer was using the insulin pump within 48 hours of high blood glucose event. Based on customer report customer did allege pump was under delivering; he said when he started wearing the pump again in the morning he had high blood glucose again. It was reported that insulin pump was not on auto mode at the time of the incident. The insulin pump will not be returned for analysis.